Event description:
It was reported that the ventilator had leakage. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator had leakage. Our field service engineer investigated the ventilator on site. A pre-use check was performed and the internal leakage test failed. Upon further investigation, dirt was found in the inspiratory pipe. The inspiratory pipe was cleaned and the issue was resolved. After the cleaning the pre-use check performed was approved. No abnormal found during ventilation for 1 hour. Dirt particles can cause leakage in the inspiratory pipe. The root cause of the contamination has not been determined.